Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted there were no visual abnormalities. It was reported that the display screen had an irregular output. The reported issue could not be confirmed. The most likely cause could not be established from the information available. Additionally, the investigation detected an unreported condition of fpga reset/reprogram failures that has no relationship to the reported condition. This condition has a potential for patient harm. The most likely cause for the additional condition is traced to device design. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. During initialization a motor test is performed. If the motor test fails, it results in a power pack error. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopically assisted lobectomy, the handle had a malfunction on the lcd part. Specifically, there was a disturb line on the lcd part and it was stopped using. The handle was replaced with a manual type handle and the procedure was performed. There was no patient injury. Medtronic¿s initial evaluation of the incident device found that the root cause of the observed condition was determined to be a result of a software error. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. During initialization a motor test is performed. If the motor test fails, it results in a power pack error.